Event description:
Distributor reported on behalf of user facility that device was in use with patient after having been re-processed two times. According to reporter, during use, the device leaked air and the attached ventilator alarmed. According to reporter, an unplanned change of the tube was required. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.